Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a left-side deflation. Device remains implanted.

Manufacturer narrative:
Analysis of the returned device identified: creases fold, wear abrasion and opening curved on posterior leak test and microscopic analysis was performed which identified yellow particles, observed void >1 mm in non-textured, valve-to shell-bond area and crease smooth opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening. Reason for reoperation: deflation.

Event description:
Patient reported a left-side deflation. Device was explanted.